Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient could hardly stand. The patient also reported that they felt burning where the ins was located. They stated that their healthcare professional (hcp) told the patient that the issue was due to the way the device was placed and their ¿drawers¿ were rubbing against it. The patient was redirected to follow-up with their hcp. No further complications were reported. Follow-up was conducted.